Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(4) 2003, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid(4 mg at .2 mg/day) via an implantable infusion pump. The indication for use was failed back surgery syndrome. It was reported that the patient felt that she wasn't getting drug delivery therapy after a fall about a month ago. The healthcare provider (hcp) attempted a dye study approximately 3 weeks ago (the exact date could not be recalled) and he was unable to aspirate and scheduled a revision for (B)(6) 2018. The spinal segment location was opened and it was discovered that the anchor was broken as well as unknown bodily material located around it. The hcp cut a small portion from the pump segment and replaced the spinal segment entirely. It was noted that cerebral spinal fluid was observed from the spinal segment before it was attached to the existing pump segment . The hcp declined replacing the entire catheter with ascenda and also declined attempting to aspirate the side port of the pump; the hcp was confident that the entire system was patent. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.